Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5055950) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. She also received the following concomitant medication: metoprolol succinate (metoprolol succinate), estradiol (estradiol [estradiol]), medroxyprogesterone (medroxyprogesterone), citalopram (citalopram), minocycline (minocycline), gabapentin (gabapentin), and talwin nx (talwin nx). The consumer started having heavy menstrual bleeding, pain on lower right side, nausea and fatigue. She assessed disability as event outcome however she did not provide further details. Essure was removed on (B)(6) 2015. The product technical complaint investigation results which ptc number is (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain on lower side. This event, seen as pelvic pain, is serious due to medical importance and disability (per reporter). Also, the event is listed in the reference safety information for essure. Considering pelvic pain may occur during essure use, causality with suspect insert cannot be excluded. Since essure removal was required (implying that an intervention was performed) this case is regarded as incident. Other non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 18-dec-2015: follow-up attempts were made with no response to date. Company causalty comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain on lower side. This event, seen as pelvic pain, is serious due to medical importance and disability (per reporter). Also, the event is listed in the reference safety information for essure. Considering pelvic pain may occur during essure use, causality with suspect insert cannot be excluded. Since essure removal was required (implying that an intervention was performed) this case is regarded as incident. Other non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs